Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcium, tortuous anatomy, and narrow diameter of the distal aorta) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 23mm sapien 3 ultra resilia valve via transfemoral approach, the valve became lodged infrarenally due to calcification and could not be advanced or retracted. Peripheral balloons (6mm and 8mm) were deployed via radial access to dilate around the sapien 3 valve, followed by the use of an 8mm lithotripsy balloon. A 2cc volume was introduced into the distal balloon of the commander delivery system in an attempt to act as a bumper; however, the valve remained stuck infrarenally. Attempts to retract the valve into the esheath were unsuccessful due to vessel tortuosity, which would not allow the valve to line up with the sheath to capture. A lunderquist wire was deployed via radial access to straighten the anatomy and facilitate valve advancement, but this maneuver also failed. Ultimately, the valve was deployed in the distal aorta below the renal arteries. An apparent aortic rupture occurred. A tamponade balloon was inflated superior to the sapien 3 valve and the rupture site. A vbx stent was deployed across the sapien 3 valve in the distal aorta and extended into the bilateral iliac arteries. Despite these efforts, bleeding persisted. Vascular surgery was consulted for abdominal evacuation and aortic repair. Follow up received from the fcs indicated that the injury was located at distal aorta and the physician chose to stent bilateral iliacs arteries as well. Once the valve was deployed in the aorta, the commander and sheath came out without issue. The perceived root cause was due to calcium and narrow diameter of the distal aorta which was about 10mm and severely calcified. Patient was converted to open vascular surgery and everything from the cath lab table was discarded. The patient's family withdrew care the next day.

Manufacturer narrative:
Correction to a1 and h6: impact code. During an administrative review, it was noticed that the a1 and h6 fields were inadvertently left off of the previous submission.